Event description:
It was reported that an occlusion alarm occurred on the customer's pump. Customer's blood glucose level was 270-271 mg/dl. Reportedly, customer declined to undergo further troubleshooting regarding event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.